Event description:
A customer reported that air bubbles were aspirated from a patient's eye during a procedure. The case was completed w/o harm to the patient. Additional information has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unknown at this time. (B)(4).